Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided with ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by a correction bolus via the pump. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Reportedly there was no permanent damage. The customer was discharged 5 -6 days after admission.